Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient's lead was explanted and replaced due to unspecified impedance issues. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Initial reporter section was gathered via follow-up and the correct reporter first/last name was confirmed via follow-up too.